Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2010 and a reservoir was used. The reservoir functioned as intended upon first activation. Then, the locking plate of the reservoir was too tight to be locked when the surgeon tried to reactive it. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Failure of plate locking mechanism. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.